Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent stenting in the predilated, left, distal ramus artery with one 2.5 x 18 xience v stent. On (B)(6) 2010, the patient expired of unknown cause. There was no additional information provided.